Event description:
The customer reported an intermittent loss of fluoroscopic x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was replaced. The system was then found to be operating as intended.